Manufacturer narrative:
The technician replaced the brake caster and brake/steer caster to resolve the issue.

Event description:
The account stated that the brake caster was ratcheting and would not hold. No pt impact.